Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed and missing. In addition, the j704 connector was pulled from the strain relief. In addition, the c742 component was broken in the dn pca. The root cause for severed cable was physical abuse. There was no death or adverse event associated with the electrode belt malfunction

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt cannot complete incoming functionality testing.